Manufacturer narrative:
On march 22, 2021, mentor became aware that the following information were erroneously omitted from the supplemental report sent on march 8, 2021. Manufacturer¿s reference number: (B)(4). The patient also experienced breast asymmetry along with the reported left breast implant rupture and left breast capsular contracture. In addition, instead of capsulotomy, the patient actually underwent left partial capsulectomy and capsulorrhaphy release or lateral capsule.

Manufacturer narrative:
On february 26, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the patient also suffered left breast capsular contracture (baker grade unknown). The left breast had encapsulation and noted to be moderately thickened with calcifications. The patient underwent capsulotomy as well. On march 3, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 450cc breast implant was found to be ruptured. The implant was received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a 450cc mentor memorygel breast implant on the left side, suffered left breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and then bilateral replacement on (B)(6) 2021 with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503754bc, lot: 9516450, sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc, lot: 9516450, sn: (B)(4). This report contains supplemental information for mentor psr reference number: (B)(4). The lot number and serial number has also been updated to the correct impacted product per the new information.